Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis found no anomalies with the pump.

Event description:
It was clarified that the device was explanted and was not replaced.

Event description:
It was reported that on (B)(6) 2014 the patient started to experience a fever. The patient noticed a drainage, abnormal wound drainage, from her pump site but did not contact the health care provider. Three days later, (B)(6) 2014, the patient was seen by a home care nurse who contacted the health care provider to which an unscheduled clinic/office visit occurred. Laboratory testing, cultures, were taken on (B)(6) 2014 and oral antibiotics were administered. The cultures revealed (B)(6). The pre-op urine culture noted trichomonas and the patient was treated prior to the procedure date. Due to a deep wound infection, intravenous antibiotics, in-patient hospitalization, and surgical intervention were required. The device was explanted and a new device was implanted on (B)(6) 2014. The relatedness was reported as not related and the severity was noted as severe. This issue was resolved without sequelae on (B)(6) 2014. This device system delivered compounded baclofen. Additional information was requested to verify alert date. Should additional information be received a supplemental report will be filed.